Event description:
Caller states that the patient tested 82mg/dl on the device while a lab drawn at the same time resulted in a reading of 19mg/dl. Patient was reportedly given glucose tablet after the result of 82mg/dl. Quality controls were reportedly used within 24 hours and fell within acceptable limits. Requested return of suspect device and replacement was sent.